Manufacturer narrative:
Correction: d1-d6a - device information corrected.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient lost weight and the ipg became superficial causing pain. Surgical intervention took place in which the ipg was relocated on 15 dec 2021 to resolve the issue. Therapy was restored.